Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
6947m55 lead implanted: (B)(6) 2017; 429878 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was reduced p-wave amplitude, increased pacing threshold, high threshold, and apparent lead dislodgement, with change in x-ray position noted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.